Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that a device puncture occurred. The target lesion was located in the left circumflex artery and had very serious tube stenosis with myocardial ischemia. Drug treatment effect was not good with drug balloon dilation treatment indications. A 10mm x 2.75mm wolverine coronary cutting balloon monorail was selected for use. During procedure, the cutting balloon was inserted into the body, and it was noted that contrast agent leaked from the distal end of the balloon. After removal, the device was examined, and it was noted that the distal end of the balloon was damaged and that the contrast was leaking from a puncture site. The procedure was completed with another of the same device. There were no patient complications and the patient condition following the procedure was stable. It was further noted that the 80% stenosed target lesion was mildly tortuous and moderately calcified, with mixed plaques. No resistance was encountered during removal of the blade protector or stylet and no resistance not when loading the device over the guidewire.

Event description:
It was reported that a device puncture occurred. The target lesion was located in the left circumflex artery and had very serious tube stenosis with myocardial ischemia. Drug treatment effect was not good with drug balloon dilation treatment indications. A 10mm x 2.75mm wolverine coronary cutting balloon monorail was selected for use. During procedure, the cutting balloon was inserted into the body, and it was noted that contrast agent leaked from the distal end of the balloon. After removal, the device was examined, and it was noted that the distal end of the balloon was damaged and that the contrast was leaking from a puncture site. The procedure was completed with another of the same device. There were no patient complications and the patient condition following the procedure was stable.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).